Event description:
As reported by marketing affiliate, during a pci, they found a hub crack for a cypher select stent. No add'l info was provided.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.